Event description:
The customer stated that after a previous abbott service visit, the architect instrument right top cover was not properly fastened causing the cover to malfunction and fall on the samples that were in the unloaded queue. The samples splashed with no reported injuries or incidents of exposure and no reported impact to patient management.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.